Manufacturer narrative:
The evaluation of this event is on-going. Should additional information be received, a supplemental report will be provided.

Event description:
While evaluating an olympus colonovideoscope, it was discovered that the tip body of the device was discolored. There was no patient involvement during this event.

Event description:
During device evaluation, the colonovideoscope plastic distal end cover burned around the instrument distal end. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b5, e1 should blank establishment name should state olympus, and adding h6 component code. Correction of h6 problem code of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to high-frequency output was generated while distal tip of high-frequency accessories (cautery part) was in contact with distal end during use of the high-frequency accessories. Olympus will continue to monitor field performance for this device.